Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to the customer's blood glucose level. Customer either continued to use the existing cartridge or loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.